Manufacturer narrative:
B4:(B)(6)2021 the customer evaluated the device with assistance from a philips remote service engineer (rse) after troubleshooting, and it was determined that the power management printed circuit board assembly (pm pcba) needed to be replaced to return the device to working condition. The customer¿s bio-medical engineer replaced the pm pcba to resolve the issue and bring the device back to functionality.

Event description:
It was reported to philips that the device had an alarm (light emitting diode) failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.